Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, attempts to aspirate fluid through the sheath were unsuccessful. It was indicated that only air would aspirate from the side port. Several attempts were made to draw back fluid without success. The sheath was replaced without resolve. The balloon catheter was then replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the bin files and balloon catheter, 2af284 with lot number 82896, were returned and analyzed. The bin files showed multiple applications were performed on the date of the event and several applications were non-sustained. Visual inspection of the balloon catheter showed the catheter was intact with no apparent issue. Smart chip verification showed the catheter was used for 4 injections and a test mapping catheter was inserted easily inside the balloon catheter several times. The electrical integrity and impedance were within specification. Furthermore, no kink was observer on the shaft or the guide wire lumen. In conclusion, the catheter passed the return product inspection. If information is provided in the future, a supplemental report will be issued.